Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had received a no delivery alarm. The customer¿s blood glucose level was 400 and 464 mg/dl. The customer¿s current blood glucose is 200 mg/dl. The customer states the insulin exited. Customer also states the cannula was not bent. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.